Manufacturer narrative:
After further review, this case was determined to be non-reportable with philips. The customer's only allegation is a failed to measure/dropped measurement, not the ability to produce an inop. There was no report of death or serious injury nor was there a report of any user or patient impact. Furthermore, the issue was resolved by replacing a cable indicating no failure of the device. The philips remote service engineer (rse) provided troubleshooting. The rse had isolated the problem and determined the issue was 3rd party saturation cable issue. The customer is going to mark up the saturation cables to track if it is a bad batch of cables or something else. The problem has not occurred again since they switched the spo2 cable.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).

Event description:
It was reported that the intellivue mx750 patient monitor is experiencing a spo2 problem. It was taking about 10 minute to get a sp02 saturation value. The value would also disappear from time to time. The device was in use on a patient at the time of the event. There was no adverse event reported